Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that for the last 4 days, the patient has had no control of his bowel. The patient said he is not sure what is happening and he has not been able to get a hold of a manufacturer representative. The patient said he increased stim from 0.8 to 1.0. The patient said he changed his diaper 5 times today. The patient said the manufacturer representative told him not to change programs unless directed to by a manufacturer representative. The patient has not contacted his managing healthcare professional. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.